Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted. However, device received with corroded motor home switch. No traces of moisture were noted at electronic assemblies per visual inspection. Device received with minor scratches on case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error. The customer's blood glucose value was 4.9 mmol/l. The customer reported fluid in reservoir compartment. The self-test was ok. Asked customer verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.